Event description:
It was reported by provider that the irc5po2v concentrator shuts down after 20 seconds and alarms with the service light on. The provider states the unit is a rental and has 306.59 hours on it.